Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited red call icon on the communicator. Upon review, technical services (ts) confirmed that the displayed a valid low voltage fault. The power consumption was increasing in a gradual fashion. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited an error message. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited red call icon on the communicator. Upon review, technical services (ts) confirmed that the displayed a valid low voltage fault. The power consumption was increasing in a gradual fashion. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited red call icon on the communicator. Upon review, technical services (ts) confirmed that the displayed a valid low voltage fault. The power consumption was increasing in a gradual fashion. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device exhibited an error message. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.